Event description:
A surgeon reports that during a postoperative examination, the intraocular lens appeared cloudy/foggy. The day following surgery, the pt's bcva was 20/200. However, visual acuity seems to be improving over time. In 2006, the pt's uncorrected va was 20/80. The lens remains implanted. No medical or surgical intervention has been identified.